Event description:
When an attempt was made to power on the patient electronic system, sparks were emitted. It was advised to keep the pes unplugged and to refrain from turning it on. The patient experienced no adverse consequences. The pes was replaced.

Manufacturer narrative:
One cardiomems patient electronic system with was received for evaluation. The reported complaint power issue was confirmed. The power extension cable was bypassed, and no loss or interrupted power was observed. No sparking was observed during analysis, but visual inspection confirmed frayed and fracted wires were observed on the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.